Manufacturer narrative:
(B)(4) - there is no documentation in the complaint file supporting a possible association between the liberty cycler and the event of left inguinal hernia. However, there is a possible association between the episode of inguinal hernia and the increase in intra-abdominal pressure that occurs during the normal course of continuous cycling peritoneal dialysis therapy. Additionally, there were no allegations against the liberty cycler or any fresenius products. The actual device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.

Event description:
It was reported by peritoneal dialysis patient that patient recently had a surgery. The patient's peritoneal dialysis registered nurse (pdrn) reported the patient had an out-patient hernia repair surgery on (B)(6) 2017. The patient developed a left inguinal hernia which required outpatient surgical repair. The surgical note revealed the patient had an increasing left inguinal hernia over an 8 month period. Patient missed two treatments (on the day of the surgery (B)(6) 2017 and the next day (B)(6) 2017) per doctor's order. There were no adverse events as the patient still had residual kidney function. Patient resumed continuous cycling peritoneal dialysis after that.